Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-02631, 1225714-2014-02632, 1225714-2014-02633 and 1225714-2014-02634.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007, and subsequently expired on (B)(6) 2007, after the use of the product.